Event description:
An endurant ii/iis stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. It was reported post operatively that the patient experienced bleeding at the puncture site, with blood loss estimated at less than 250 cc. No transfusion was required. The patient required prolonged hospitalization for treatment, including spica application and bed rest. The patient fully recovered and was discharged two days later on (B)(6) 2024. The site assessed the post-procedure bleeding as having a causal relationship to the index procedure and not related to the device, underlying condition, or disease. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: endurant ii iliac stent graft, product ID: etlw1616c93ee, serial number:(B)(6), brand name: endurant ii iliac stent graft, product ID: etlw1616c124ee, serial number:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.